Event description:
It was reported that an alert for multiple episodes of post-paced t-wave oversensing was observed via merlin.net transmission. Recommended reprogramming was performed. There were no adverse consequences. The patient condition was good before and after the event.